Event description:
A malfunction on the pump was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer reset the pump during self-troubleshooting, although the pump displayed another malfunction on a later date. No additional information was received regarding the outcome of the event.